Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient initially reported "broken" and later reported "breast discomfort, MRI, and finding of intracapsular rupture". Affected side is left. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Patient reported "broken". Later, patient reported "breast discomfort and intracapsular rupture". This record is for the left side. Device was explanted and replaced by a non-abbvie device.